Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received, it would be processed and considered accordingly. Concomitant products: 6945-65 implantable tachy lead implanted: (B)(6) 1999; unknown competitor implantable pacing lead implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4), the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately two months post implant of the ICD and approximately four years ago.